Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the insulin on board (iob) showed 5 units; however, the last bolus was delivered the previous night and should not have been in the iob. No additional information was provided. Animas attempted to follow up with the reporter to troubleshoot the pump but was unsuccessful. There was no reported adverse event. This report is made based on the allegation of an incorrect insulin on board calculation.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2013 with the following findings: the pump was programmed with the user¿s reported settings including an insulin on board duration of 3 hours. A 10 unit bolus was programmed from the pump and the bolus was confirmed to be appropriately reflected in the insulin on board calculation. At the conclusion of the 3 hour duration, the pump was confirmed to be calculating zero units in the insulin on board calculation. The complaint regarding the insulin on board calculation was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.